Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified through the photos provided, it is not possible to determine the lot number and catalog broken device. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Refer to ps-qp-onev-115717:covid-19 quality plan - complaint handling.

Event description:
Healthcare professional reported right side textured implant exchange. The device has been explanted. Healthcare professional reported device was found to be ruptured during explant surgery.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2 h6.

Event description:
Healthcare professional reported right side textured implant exchange. The device has been explanted. Healthcare professional reported device was found to be ruptured during explant surgery.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: textured implant exchange.

Event description:
Healthcare professional reported right side textured implant exchange. The device has been explanted. Healthcare professional reported device was found to be ruptured during explant surgery.